Event description:
It was reported that when using the bd pyxis¿ medstation¿ es endo pyxis machine reported that the bioid scanner was not functioning, which then required every nurse to pull medications with a witness. This significantly slowed workflow, as this was a smaller unit with limited staff available around the pyxis station at any given time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es endo pyxis machine reported that the bioid scanner was not functioning, which then required every nurse to pull medications with a witness. This significantly slowed workflow, as this was a smaller unit with limited staff available around the pyxis station at any given time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device biometric identifier failed. A technical support specialist (tss) checked the latest software and windows driver package. The tss dialed in to the machine, navigated to device manager, updated the driver, and applied knowledge article (ka) med es - bioid failed after upgrade. Unknown lumidigm device and bioid requires maintenance - works in hta but not in the application. The tss checked the driver detail, rebooted the machine, verified the machine came up normally, dialed in to the server to check critical override to the machine, and requested the customer to verify the fingerprint. The customer confirmed that the fingerprint scanner is currently working, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.